Manufacturer narrative:
The unit was inspected and tested. During testing the voltage and current check were found to be unstable due to faulty pkrf board. The current software is v2.07. The housing has some minor scratches. The bottom case has a dent on back side. In addition, during inspection, service repair found the unit missing 2 mounting feet. Review of fault log, the following errors were observed : the fault log shows 600 ref 14, two times: footswitch mode pedal stuck. The usual cause is that the relevant foot pedal is held down by the user or there is a faulty foot pedal. 400 ref 10, one time: footswitch blue pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. 400 ref 11, one time: footswitch yellow pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. The identified parts were replaced, fault log has been cleared and once completed, full calibration and output tetsing performed. The device passed all required specifications. Based on device return evaluation, faulty pkrf board (printed circuit board) was identified causing voltage and current check unstable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection , the testing voltage and current check were found unstable due to faulty pkrf board. There is no patient involvement associated on this reported event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This device has been serviced before, for this reason a design history record review will not be performed. A review of the previous service performed on the unit shows no abnormalities. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.